Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6) medical center. Device not accessible for testing: customer has indicated via the phone that the cardiosave system has been corrected. Customer stated the console was not engaged into the cart causing the in-operation of battery function. Customer has since placed the system back into use. A supplemental report will be submitted if this information is provided to us. No service requested.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had battery failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.